Manufacturer narrative:
On (B)(4) 2018 immucor technical support used a remote electronic connection method to transfer camera images, event logs and result batches for the issue described. Camera images were optimal and aligned; event logs showed no errors during processing and specimens were acceptable based on reverse group images. On (B)(4) 2018 an immucor technician inspected echo instrument and performed an unexpected reactions checklist; all mechanisms within specifications and no problems were observed. The technician ran qc and 4 samples all passed. On (B)(4) 2018 immucor confirmed presence of the k antigen on cell 3 of retention capture r ready screen lot r004 in manual capture retention using capture-r indicator cells lot 221181 with retention anti-k lot 6h4118. Controls performed as expected. Positive results exhibited 4+ reactivity. Retention product performed as expected. No sample or product was returned to immucor for evaluation. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative antibody screening results with capture-r ready-screen 3 on the echo instrument.